Manufacturer narrative:
During the quality investigation, the customer's complaint was confirmed; the device overheated during quality testing. Further investigation revealed corrosion damage to the bearings and a broken press plug. A malfunctioning low motor cartridge was identified as the primary cause of the failure. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker core impaction drill was sent in for repair due to overheating during a procedure. No adverse event was reported; the procedure was completed with another drill without any procedure delay.